Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Besides the secondary injury to the patient., was there any adverse consequence associated with the patient? Was re-operation or re-closure of the incision performed? Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m.

Event description:
It was reported that a patient underwent a skin lesion excisions procedure on (B)(6) 2022 and suture was used. After the tumor was removed, the doctor operated normally, and the suture was broken, making it being unable to be used. They stopped using the device immediately and replaced it with a new absorbable suture of the same batch number and product code, causing secondary injury to the patient. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/12/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was received: - besides the secondary injury to the patient., was there any adverse consequence associated with the patient?¿¿ the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened . Additional information was requested, but unavailable: - was re-operation or re-closure of the incision performed? - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/7/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: was the suture broken or did the needle pull off the suture?¿¿pull off suture needle. Did the event of suture breakage/ needle pull off suture occur before used on patient or during use on patient?¿¿before used on patient. Please describe what was the secondary injury to the patient? Was the procedure completed successfully?¿¿changed another one to complete the surgery. Was there any adverse patient outcome?¿¿no. Was there any medical or surgical intervention performed? Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m